Manufacturer narrative:
(B)(4). Date sent: 10/7/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an ovarian cystectomy procedure, the surgeon was using the device on the ovary and noticed that a portion of the tissue pad had come off and was in between the tissue and jaws. She pulled the device off and realized the portion of the tissue pad was no longer attached and had to open a new device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.